Event description:
The electrosurgical pencil contained in the customer pack opt052n; lot # t0301 malfunctioned and caused injury to the pt. The electrosurgical pencil in question is mfg by maxxim medical - athens div pin mxa514497ns; lot #99340797c. Pt received a small superficial dime sized burn to the right hip.